Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm when there was no occlusion. This event occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.